Event description:
Covidien received info, that during pt use, the ventilator's upper display was flickering, a portion of the top screen turned green. The pt was removed from the device. There was no harm or pt injury reported.

Manufacturer narrative:
(B)(4).